Event description:
It was reported that the patient presented at the hospital with an artificial urinary sphincter (aus) that was not working properly. Testing revealed that there was a crack in the balloon connecting tube. A surgical procedure was performed and the balloon was removed and replaced with a new one. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) balloon underwent a thorough analysis. The balloon was visually and microscopically examined, and leak and functionally tested. Functional testing revealed that there was an anomaly as the balloon pressure was higher than the specification. Based on the information available and analysis results, the pressure anomaly identified in the balloon could have caused or contributed to the reported clinical observation of mechanical non conformance.

Event description:
It was reported that the patient presented at the hospital with an artificial urinary sphincter (aus) that was not working properly. Testing revealed that there was a crack in the balloon connecting tube. A surgical procedure was performed and the balloon was removed and replaced with a new one. There were no patient complications.